Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced prime/fill anomaly and damage on the insulin pump. The customer's blood glucose value was unknown. The customer stated that her pump was damaged on the battery cap compartment. The customer stated that insulin squirted out during prime. The product was not returned for analysis.